Event description:
It was noted cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A transesophageal echocardiogram (tee) was performed to confirm the procedure can proceed and no pre-existing pericardial effusion (pe) was found. A versacross large access (vla) kit was selected for use. After the femoral vein access, the transseptal puncture (tsp) was completed using vla. A watchman access sheath (was) was inserted and advanced into the left atrium (la), followed by a non-boston scientific pigtail catheter to access the laa. A 27mm watchman flx pro delivery system and closure device (wd) was inserted, deployed, and implanted within the laa. Post implant tte was performed, and no pe was found. The procedure was concluded. The patient was sent to the recovery unit, where three (3) hours later hypotension and a hematoma was noted and required physician assessment. A transthoracic echocardiogram (tte) was performed and a considerable pe causing cardiac tamponade was noticed around the right and left ventricle. A pericardiocentesis was performed, where an agitated saline test revealed no infiltration of saline into the heart chambers. 720cc of venous-in-appearance blood was evacuated from the pericardium. Patient hemodynamics returned to normal. In the physician's opinion, a small perforation occurred at some point in the laa closure procedure that perforated into the pericardial space. The patient is fully recovered.